Event description:
It was reported that during surgery, the plastic part was broken inside of the patient body. The broken piece was picked up from the patient body and eventually, there was no serious health harm.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The attachment tabs on the top knob ring fractured off the device, causing the ring to disassemble and the device to become inoperable. All pieces were returned. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.